Event description:
Infected hernia repair mesh. Hernia repair mesh, implanted (B)(6) 2010, was infected with several strains of (B)(6), requiring surgical removal. Implanted device: kugel mesh, bard composix, large w/eptfe, 14 cm x 18 cm. Product code: 0010202, lot number: hutl0244.